Event description:
On (B)(6) 2022 I fell in my back yard on both knees. I went to a clinic that I had been to before and they x-ray both knees telling me I had stage 4 arthritis in both knees and that I needed to start the series of gel injections immediately they got them preapproved within mins thru my insurance. They told me I needed a series of 5 shots in each knee 1 in one on one day then a couple days later do the other and repeat for 5 weeks. I was scared and unsure about what to do they tried to reassure me it's all natural hyaluronic acid your body makes. So I just let them do one cortisone shot in my right knee that day. My right knee was the one hurting worse. I went back in on (B)(6) and told them I deliver mail and I could not do both knees at the same time. We could try the right knee and see how it goes. They put me on a table and did an x-ray and inserted what I assume was the orthovisc gel then they assured me no worries I can go straight back to work that day no rest needed no need to stay off that I could actually make my appointment for 7 am and then go deliver mail. I am on my feet for 10 to 12 hours a day most days. They said you will begin to have some relief now after these injections. I got home and my knee hurt actually my entire leg hurt from my hip to my ankle. When I would shower the area around my knee felt funny, when I would walk it felt off and pain was present. I went back in on "(B)(6)" and immediately informed them that something didn't feel right and I didn't like how it felt. I was told to stick with it that it will get better to give it a couple more weeks. We did another injection that day on the table took x-ray injected the gel. I was told ok resume regular activity. And on my way. Still weird feeling and pain present. I was thinking this can't be right. On (B)(6) I went back in still explaining how it didn't feel good and something was wrong. Once again I was told it just takes a little time. So on the table x-ray taken and gel injected. This time was a little different I almost couldn't bend my leg to get in my car. Constant pain. Every day I would get up and think can I put weight on this leg today? On (B)(6) I went to work and before noon I was feeling miserable. I had a high fever difficulty breathing fatigue like the worst flu ever. I finished my work and was barely able to drive home. I got home and crawled into bed for friday and saturday I dealt with fever and flu like symptoms on saturday night I broke out from head to toe with a rash and had trouble breathing couldn't sleep I went to the emergency room. An allergic reaction to the orthovisc injections a rare but serious side effect. The next day I had a knot come up above my right knee. From that day til today I have woke up every morning in pain . I was barely able to make it thru (B)(6) delivery at work. Crying before I the end of the day and getting help from other carriers just to be able to finish my route. This has ruined the last 6 months of my life. Not able to decorate for (B)(6) and enjoy time with my children. Not able to walk my dogs a tenth of a mile. I had 4 ortho surgeons, a sports medicine place, a dermatologist, a general surgeon, 5 x-rays, 2 mris, an ultrasound with no help and no relief. The knot gets worse if I'm on my feet but doesn't go away if I stay off. I have been out of work for almost 3 months now. I was told by every doctor that I don't have stage 4 arthritis that I don't have arthritis at all and those shots wouldn't have ever help me. But I can't get anyone to acknowledge this knot or tell me how to get rid of it and be able to walk again with out pain. No one has taken a sample of it or aspirated or offered to try to find out what it is. My question to you is if this is considered a medical device how do I get it removed from my leg. I have an appointment soon with the mayo clinic I pray to find help and relief and resume my normal life soon. I am loosing hope and loosing patience. I have exhausted all of my leave at work at this point. Reference report mw5116023.